Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) could not be charged and was "flipped over" in their chest. X-ray imaging was used to diagnose that the ins had flipped. Surgical intervention was reportedly "required to reposition the ins to face up." The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.